Event description:
It was reported that the right ventricular (rv) lead was repositioned during a revision due to a perforation in the heart wall. Upon device interrogation, the threshold increased from 0.6 v at implant to 1.9 v. Sensing and impedance were within normal limits. A CT scan and echocardiogram showed no sign of perforation or effusion in the patient. The patient experienced periodic pain in the lower left chest before the rv lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.